Event description:
Attorney reported: in 2006 - pt underwent additional surgery to repair another umbilical hernia. A bard composix mesh was used to repair the hernia. As a result of the composix mesh, pt was caused to suffer, among other injuries, severe infection and was hospitalized and caused to sustain severe and permanent personal injuries, pain, suffering and emotional distress.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or add'l info becomes available. See medwatch 1213643-2008-00456 for info related to the ventralex mesh included in the relevant history.